Event description:
It was reported an automated peritoneal dialysis (apd) patient using homechoice claria device experienced "bloating, feeling overly full, and difficulty breathing". The patient was not connected during the time of the event. The patient went to the hospital and 3000 ml of fluid was drained. There was no report of the patient being admitted. Treatment for the event was not reported. The return of the device was initiated. Pd therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.